Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the right ventricular lead had fluctuating thresholds. The device was reprogrammed at high outputs to compensate. The lead is still in use. No patient complications were reported as a result of this event.